Manufacturer narrative:
The device has not been returned for evaluation. A follow-up report will be initiated if the device is returned or more information from the facility is obtained.

Event description:
Pir over-infused. Pt status - unk. Specific description of the incident or complaint - pump over-infused. Type of drug used - heparin. Rate and volume device was set at (intended amount vs actual amt) - 25,000 ml at per 250.